Manufacturer narrative:
The device was returned to smiths medical. The top case was chipped. The right plunger case was cracked. There was a force sensor test error in the history. The force sensor cable was found to be torn away from the pressure block. The force sensor was replaced. The damaged was determined to be caused by the customer. No lot number provided for DHR.

Event description:
It was reported that a forced sensor error occurred. No patient injury was reported.

Manufacturer narrative:
Corrected data: g5.